Event description:
It was reported patient was having some back pain, and it was during a CT scan, it was discovered that one of the 'arms' had detached and was in the right lower lung. The doctor reported that the remainder of the filter appears to be intact and implanted just barely below the renals. The filter and the detached component remain in the patient and at this time, there are no plans to remove them. The patient is currently asymptomatic. There was no reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials. The subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation. As it remains in the patient. The result of the investigation was inconclusive as no sample was returned for evaluation. The root cause is unknown. The current information for use for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.